Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site reported gantry door was closed, but the pendant indicated it was open. The site was able to apply pressure to the sides of the door to get the switches to engage. There was no patient involvement.

Manufacturer narrative:
The system was serviced in the field and the system door was operating normally. A small adjustment was made to the position of the sidewall switch with bias to the door. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.